Event description:
End user reported red moist macerated area ringing stoma for less than (1) one cm. States it started to bother him about a month ago. He denies any itching or burning.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user stopped using paste and powder some time ago. End user denies any medical treatment. He reported he has tried to cut the wafer closer to size however, he has not measured stoma. End user was instructed on how to measure stoma. It was also explained that this is a result of being wet all of the time. It was recommended to the end user to resume using something to caulk the gap between wafer and stoma. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.